Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r5pg, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was implanted on (B)(6) 2015. Patient was currently admitted to the hospital for infection from implant. The doctor was trying to clear infection before resorting to removal of implant. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.